Manufacturer narrative:
This product is registered as a combination product.

Event description:
The patient presented in the emergency room due to chest pain. An increase in capture threshold and r-wave amp variation was noted on the right ventricular (rv) lead. X-ray imaging and echocardiography confirmed cardiac perforation of the rv lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were inadequate capture, sensing problem and perforation. As received, a complete lead was returned for analysis with its helix partially extended. Examination of the lead found the helix was clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of inadequate capture and sensing problem were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the test results were within specification. Visual analysis did not find any anomalies with the exception of procedural damage.